Event description:
A us distributor contacted zoll to report that a patient developed a rash under the therapy pads of the lifevest equipment. Patient described the area as raw, red and burning. Patient reported that they went to the hospital. Patient reported using hydrocortisone cream for the skin irritation. It is unclear if the cream was prescribed from the hospital. Reporting out of abundance of caution. Follow up indicated that the cream helped the skin irritation to improve.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.